Event description:
It was reported that "no readings", "sensor error" or "brief sensor issue" occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that at around 4am, the patient fell out of bed and woke up his wife. The patient¿s wife found him unconscious on the floor. She then called 911. While waiting for emergency medical services (ems) to arrive, the patient¿s wife and son attempted to give the patient cookies but he was able to chew them. The patient¿s leg also became severely cramped and he was unable to move. As a result, the patient remained on the floor in a cramped position until ems arrived. Once ems arrived, it was noticed that the patient¿s dexcom receiver was in a brief sensor error state. A bg meter reading was taken but the patient was unaware of what the value was. Ems treated the patient with (2) tubes of high-glucose gel and then assisted the patient back to bed. After treatment, the patient reported feeling well, and ems then left the patient. The patient stated that he continued to wear the same sensor and at the time of report if was ¿functioning properly¿. Earlier on the day of report, the patient¿s bg meter reading was 93 mg/dl while the cgm was reading 97 mg/dl. The patient was ¿fine¿ at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.